Event description:
Pt reported that device's display "froze", and the device did not respond to button pushes. Device did not generate any errors. Attempts to reset device by removing and reinserting batteries was unsuccessful. Pt switched to back-up device. Pt's blood glucose was not affected by this incident, thus no treatment was received.